Event description:
Product analysis identified evidence of premature battery depletion on a generator returned after prophylactic replacement. The generator was monitored for 24-hours in a simulated body temperature environment and it was verified that the generator could provide the intended output current for the entirety of the monitoring period. The generator was found to be in ifi-yes (intensified follow-up indicator) battery status condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The pcba failed several tests of the post-burn electrical tests. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. After the trimmed edge of the pcba was cleaned, the generator performed according to functional analysis with no anomalies identified. Further evidence of premature depletion was observed in the generator's internal data as the battery voltage (2.204 v) was inconsistent with the percent battery consumed value 20.914% ( ~80% life remaining). The manufacturer's device history records of the patient's explanted generator was reviewed. The generator passed final quality and functional tests prior to release. The generator was laser-routed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.